Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for investigation and during testing, it was found to have the potential to activate on its own related to pc board failure. A design change has been implemented to address this failure mode. To date, there have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that the shaver handpiece doesn't work. There was no report of injury or surgical delay.